Manufacturer narrative:
The authorized getiinge distributor reported that the datasette dss, datasette iabp, main board, solenoid driver board to main board cables, safety disk, batteries and 2500 hours kit were replaced. The iabp passed all functional and safety tests to factory specifications and was returned to clinical use. Updated fields:

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was working well until after updating to the new software dss datasette and iabp datasette , and replacing the solenoid driver board. After the update the iabp did not boot up properly and generated an electrical test fails code #4. It was also reported that sometimes the iabp was working but showing on the display a maintenance required code 0 . Reinstalling the old parts did not fix the issue as the same errors were generated. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the datasette dss, datasette iabp and solenoid driver board will be replaced. At the writing of this report that iabp repair has not been completed. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was working well until after updating to the new software dss datasette and iabp datasette , and replacing the solenoid driver board. After the update the iabp did not boot up properly and generated an electrical test fails code #4. It was also reported that sometimes the iabp was working but showing on the display a maintenance required code 0 . Reinstalling the old parts did not fix the issue as the same errors were generated. There was no patient involvement or adverse event reported.